Event description:
Site of lesion treated during index procedure was the left main not the first right lateral as previously reported.

Event description:
The physician successfully deployed a 3.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the 1st right lateral, following pre-dilatation of the lesion with a 3.0 mm diameter x 15 mm length balloon. Following post-dilatation, 0% stenosis remained. After pre-dilatation, vessel dissection occurred and peripheral embolism was confirmed, which was improved by intracoronary injection with nicorandil. Approx two weeks post-index procedure, the pt passed away due to cardiac and renal failure.

Manufacturer narrative:
(B)(4): eval results: (ami, iddm, hp, hl, cerebral stroke and abnormal renal function). (Death). Conclusions: (pt's condition predisposed event).

Manufacturer narrative:
During the index procedure lad was also treated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.